Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/17/2014 with the following findings: during evaluation, a call service (cs) 69 alarm was reproduced. A component failure was found on the pcb during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas and reported a call service alarm issue. It was noted that the alarm was unable to be cleared. There was no indication as to what call service alarm was unable to be cleared. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.